Manufacturer narrative:
(B)(4). The mr290 autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the feedtube set on an mr290 autofeed humidification chamber is faulty. The reported fault was found before use.